Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the screen blackout occurred because of the rattling of the lock lever due to the failure of the lock part of the video connector receiver. The additional evaluation findings are as follows: battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that on the evis exera iii video system center, they experienced a screen blackout. The reported issue occurred during a therapeutic procedure. There was approximately a fifteen (15) minute delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the reported event occurred due to a faulty lock lever. Olympus will continue to monitor field performance for this device.